Manufacturer narrative:
(B)(6). The device was manufactured from october 26, 2019 - october 30, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through two (2) large volume infusors. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.